Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. It is unknown where the incident occurred. This medwatch report is being filed on behalf of (B)(4). No device malfunction was noted in the user report; it is unknown if any malfunction of the involved device has occurred. As the report did not provide and information on the device or any other means of contacting the reporting facility for additional information, no follow-up communication is possible. A review of existing complaints was unable to identify an existing complaint for this issue. No further investigation can be performed.

Event description:
On april 24, 2017, (B)(4) received a user medwatch report (mw5068863) stating that blood cultures from a patient who underwent an aortic valve replacement surgery in 2016 identified a mycobacterium chimaera infection.